Event description:
It was reported that, during a ligamentous reattachment with suture reattachment, the anchor of the twinfix ultra was fractured when it was screwed in. All the broken pieces were removed with tweezers. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, which was prepared with a 4.5mm drill; no void was left on the patient. No further complications were reported. Patient's current status is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture strings were returned with debris on all items. The anchor is fractured into two pieces at the proximal end of the suture window. Both prongs are fractured away from the distal end of the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found that the raw material strength and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.